Event description:
On 3/11/99, a house keeping staff member was removing a bag of trash from a receptacle. While removing the trash, she reported being exposed to a "white cloud that emanated from the bag." This exposure caused the staff member to experience a shortness in breath and blurry vision. As correction, the physician treated the respiratory ailment with antibiotics and assigned her a new prescription for glasses.